Event description:
Leica biosystems received a complaint regarding sub-optimal tissue processing of approximately 80 cassettes. The complainant advised a leica applications specialist-trainer that a user had selected a two (2) hour processing protocol rather than an eight (8) processing protocol in error; the tissue samples involved were under-processed and required re-processing; and all reagents on the instrument at the time of the event were to be replaced. On (B)(6) 2014, leica biosystems received information that all tissue samples exhibiting sub-optimal processing were diagnosable.

Manufacturer narrative:
The sub-optimal tissue processing reported by the complainant is derived from the "factory 2hr xylene standard" protocol started in retort b at 15:51pm on (B)(6) 2014. Investigation of this complaint found that the instrument operated within specification during execution of the "factory 2hr xylene standard" protocol started in retort b at 15:51pm on (B)(6) 2014, from which sub-optimal tissue processing was reported. The root cause of the sub-optimal tissue processing from the "factory 2hr xylene standard" protocol started in retort b at 15:51pm on (B)(6) 2014 was use of a protocol of inappropriate duration for the size of the tissue samples being processed. Specifically, the complainant advised that a user had selected a two (2) hour protocol rather than an eight (8) hour protocol in error. Section 8.2.1 of the leica peloris/perloris ii tissue processor user manual tabulates the recommended protocol duration for maximum tissue dimensions and different specimen types.